Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking out of the center of the device. The device was leaking whether there was any instrument in there or not. The case was completed with the device. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.